Manufacturer narrative:
(B)(4). The problem was not confirmed and the cause of the peritonitis was undetermined. No device malfunction or use error was identified.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by consumer in the USA of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). On an unreported date, dianeal therapy was discontinued. During a call with baxter customer services, the following was reported. On an unreported date, the patient had peritonitis. The cause of the peritonitis was unknown. On (B)(6) 2013, the patient was hospitalized for peritonitis. Treatment rendered was not reported. At the time of this report, the patient had not recovered from this peritonitis event.

Manufacturer narrative:
(B)(4). This is report 3 of 3 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A batch review was conducted for the potentially associated lot number gd893297 and gd893305. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted.